Event description:
It was reported that during use of this drill bit in an acl reconstruction, the device broke in the femur. The broken piece was retrieved with graspers without injury or surgical delay. The surgeon chose to complete the surgery using another brand of implant.

Manufacturer narrative:
Investigation results: a visual examination found the drill bit broken at/above the 50 etch marking. In addition, it was noted that the break was uneven. Nicks and scratches were also observed on the drill bit. This type of failure can occur with use of excessive torque, bending or a combination of these loads. A corrective action is in process to address this failure mode. Conmed linvatec will continue to monitor this device for failures. The instructions for use (IFU) informs the user: exercise care in the use of the handpiece holding the drill bit to minimize side or bending loads to the drill bits which may cause drill bit breakage and/or oversized tunnels. Inspect drill bit for any chipping or dulling. If either of these conditions exists, dispose of drill bit appropriately and replace with a new one. Inspect instruments before and after processing for proper function, alignment, chipping or surfaces, and legibility of reference marks.